Event description:
It was reported the bottom menu screen does not turn on. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the customer comments, however analysis did find that the liquid crystal display (lcd) was out of specification, the upper and lower cases were broken, the ring and side bail covers were broken and the battery drawer was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis could not duplicate the customer comments, however analysis did find that the liquid crystal display (lcd) was out of specification. The display was further analyzed and the display powered up normally, lower display functions normally, all pixels are lit. Pressure was applied around the edges of the display to check for intermittent connections and no anomalies were found. It was noted that the upper and lower cases were broken, the ring and side bail covers were broken and the battery drawer was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.